Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal. The patient also developed an infection, and subsequently was treated with topical antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 18, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 31, 2024.